Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/24/2020.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date an the mesh was implanted. It was reported that the patient had a very large hernia mesh repair done. It was also reported that the patient since had a gastric bypass done and was informed by the surgeon that the mesh had dislodged, migrated and attached itself to the patient's bowel. It was reported that the surgeon could not separate it and said it would not be possible without removing that section of bowel. It was also reported that the patient had extensive pain and gastric issues for a few years, started about 2 years ago, and now lives on strong pain medication, in constant pain, depressed, insomniac, lethargic and at the end.